Manufacturer narrative:
The returned device was evaluated and passed all visual and functional testing, visually and audibly alarming during alarm conditions. The device passed simulation testing, providing expected values. The reported issue was not confirmed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device is not reading properly. It is reading 10 digits off compared with another unit. No consequences or impact to patient were reported.